Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. The patient alleges to have become ill during use of the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The reported information stated the patient's device was sold to a hospital in the united kingdom. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. The patient alleges to have become ill during use of the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The reported information stated the patient's device was sold to a hospital in the united kingdom. No customer contact information was made available during the initial complaint report. Since the device was sold to a hospital in the united kingdom, and the contact information for the hospital where the device was sold was not made available, the device was not able to be returned for investigation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Update: manufacturer's tab: section h: evaluation method code updated. Evaluation results code updated. Conclusion code updated.